Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the radio frequency telemetry chip was not working correctly. Troubleshooting was attempted remotely and it was unsuccessful. The patient was brought into the clinic and the device was restored to normal function. No patient symptoms were reported. The patient will continue to be followed-up regularly.